Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces and the display board. No moisture damage was noted on the motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump was vibrating and then alarmed button error. There is also condensation under the screen. He cleared the button error and took a bolus. Customer disconnected from the device because he is going to bed. Customer's blood glucose is 138 mg/dl. Customer lives in a humid area, where it has also been raining a lot. There are no cracks on the device that customer can see. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.